Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that no cause of the orange contacts was determined. The rep reported that they ran impedances a couple of time, but for post-operative, there wasn't much they could do expect programming around them. The rep reported that the orange contacts were not resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient had a replacement due to normal elective replacement indicator (eri) and the healthcare provider (hcp) added another lead on (B)(6) 2018. The rep reported that they met with the patient on (B)(6) 2018 for post-operative appointment. The patient was doing great and loved the coverage but wanted group c to capture low back and legs. The rep reported that contacts 8 and 9 were orange. The patient needed better coverage for back and leg pain. The patient was reprogrammed and was happy with the new coverage. The issue was resolved. No further complications were reported.